Event description:
Affiliate reported that the insertion of the transducer in the bolt is difficult. The pathway is not large enough. The skull bolt was changed twice before a successful usage. Affiliate reported that there was no delay great than 30 minutes as a result.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that although the exact root cause could not be determined or if the problem occurred during the inspection test or during the initial production, it appears and might be likely that an operator could have manually tighten the screw too much; so that the silted sides of the grommet compression will have a permanent deformation, reducing at once the aperture for the sensor to pass thru. A test was conducted and confirmed the same effect and the result was that a deformed grommet compression identical to the ones of the complaints was seen. Manufacturing has been retrained in the process. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.